Event description:
It was reported that under-sensing was identified on the device. Reprogramming was done for the device's sensitivity. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).